Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch. High impedances were noted as well as oversensing while in unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.